Event description:
It was reported that 22 bd luer-lok¿ syringes bulk sterile pharmacy convenience pak experienced foreign matter in the fluid path. The following information was provided by the initial reporter: twenty two syringes containing finished product had a particulate between the syringe rubber stopper and the syringe wall that appears to be molten plastic.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported black specs appear in different locations on the syringe barrel. To aid in the investigation, two samples with no packaging blisters and five photos were received for evaluation by our quality team. A visual inspection was performed. One sample has one red circle drawn where a black speck is and the other sample has two red circles drawn where two black specks are. Both have embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The five photos show some of the samples received. A device history record review was completed for provided material number 309680, lot number 1124395. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the embedded degraded resin escapes, the frequency of inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The frequency of inspections was increased to mitigate these escapes.